Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Conclusion: failure observed during analysis. A partial lead was returned in for segments for analysis. External insulation abrasion was noted at 42.9-43.1cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 11.1-13.7cm from the distal tip. Internal insulation abrasion was noted at 8.7-10.3cm and 12.0-13.8cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 19.2-20.2cm from the distal tip. The etfe coating was abraded at this location.